Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had an allegation of premature battery depletion. There were no reported adverse patient effects.

Manufacturer narrative:
Information suggests that this medical device was explanted and to be returned to the post market quality assurance laboratory for analysis purposes. To date, the device has not been returned. If new information becomes available, this report will be further evaluated and updated. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.